Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely that the plunger was not fully deployed flush with the handle body to fully eject the posterior needle tip from the posterior needle shank contributed to the reported and observed needle to cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using two prostyle devices after a diagnostic procedure with a small-bore sheath. Reportedly, with the first device, the suture was only attached to one of the needles and the suture knot appeared unraveled. A second attempt with a prostyle device was made, but a cuff miss occurred as the suture was visible in the device housing. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.